Manufacturer narrative:
Based on the information provided, the cause of the reported event could not be determined. The returned device was visually inspected and based on the investigation performed, the cause of the reported event could not be conclusively determined. The balloon was not attached to the returned device. The review of the lhr (lot f1104603) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a male patient with a history of previous catheterizations underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the right common femoral artery via a 6f procedural sheath. The patient was given an anticoagulant (angiomax) peri procedure. A pre-procedural femoral angiogram was taken and no abnormalities were noted. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. There was no information provided in regards to the steps taken in the deployment of the device however, it was reported that the physician encountered difficulty pulling the device from the advancer tube. Upon removal of the device from the tissue tract, the physician noticed the balloon was missing. Reportedly, hemostasis was successfully achieved with the mynx but additional pressure was held at the access site. Post procedure, a fluoroscopy was performed which revealed no balloon present in the vessel. The patient was reportedly stable in the holding area. On (B)(6) 2011, the aci sales professional reported that the physician performed a run-off but did not see the balloon. The patient was reportedly ambulated and discharged to home with no reported clinical sequela.